Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? In event description indicates "the steel continuously broken" could you please clarify what do you mean by steel? Did this issue occurred pre-op or intra-op? How many of the total quantity were involved in the reported issue? Device return follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the suture was used. During surgery, the steel was continuously broken. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 513/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: lot: pdh125 which was reported for this complaint was not received for analysis. However, a different lot of the same product code lot # pgq065 was returned for analysis. Three empty overwrap packets, an empty opened folder and an opened sample of product code m650, lot # pgq065 were received for evaluation. The product code is multistrand and each packet contains four strands. During the visual inspection of an opened sample, the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found, and the reported complaint could not be observed. Reported lot: pdh125, a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Date of manufacture -4/15/2019. Date of expiration -3/31/2024. Returned lot, same product code: pgq065 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Date of manufacture -6/28/2019. Date of expiration -5/31/2024. Representative samples returned to support investigation of suture breakage device issues captured in reports mw# 2210968-2020-03497, 2210968-2020-03498, 2210968-2020-03499. Analysis results have been included in follow-up reports for each.